Event description:
On 11/30/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Later in the day (time of onset not specified) a large hematoma was noted to form at the groin site. Manual pressure was held for twenty minutes with a reduction in the size of the hematoma. The pt was kept overnight for observation and discharged the next day without complication. As of 01/13/1999 there has been no report to the MFR of further complication or additional sequelae.